Event description:
The following information was reported: two devices were attempted, balloon loss of pressure occurred on both devices, manual compression was applied for 20 minutes to achieve hemostasis. A buddy wire was used for both devices which allowed for access to be maintained. Calcium was noted at puncture site. The patient was not hospitalized. Procedure type: diagnostic peripheral vessel size: 6 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided. See medical device report # 3004939290-2014-01045 for the first device.